Manufacturer narrative:
Section d9 was updated. Correction: section h6: the medical device problem code was inadvertently left out in the initial report which has been added to this report.

Manufacturer narrative:
This is one of two related reports. This report represents the impella 5.5 and another report will be submitted to represent the second impella cp used on the patient. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was placed via the right femoral artery to support a 70 year old male patient admitted in with acute myocardial infarction and cardiogenic shock, in scai stage c shock. There was no other medical history shared. The patient received support with the cp for the percutaneous coronary intervention procedure. On the second day of support, the patient was bridged to impella 5.5. Upon insertion of 5.5 through right axillary graft, the impella would not advance past the innominate/aorta junction. Troubleshooting techniques were performed to advance the 5.5 tip and elbow past the juncture, however the motor housing would not advance. It was considered possible artery stenosis versus calcium shelf. After ballooning the artery, the 5.5 would still not readvance. The decision was made to explant the 5.5 and insert a new impella cp via the right axillary graft. Additionally, leaking occurred through the peel away sheath prior to the new cp, with approximate blood loss of 1l. On day five of support with the second cp, care was withdrawn and the pump explanted, and the patient expired. Bleeding and death are known risks associated with impella cp and impella 5.5 as described in the instructions for use. The failure to advance will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange, however the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of failure to advance was most likely was patient condition related since the clinical team confirmed the patient had stenosis and calcified innominate vessel and no issue was found on the pump. The cause of major bleed was most likely patient condition related since the patient was under coagulopathic condition and no issue was found on the pump.